Event description:
It was reported that the customer was hospitalized in the intensive care unit on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose level at the time of the call 445 mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.